Event description:
It was reported that during a ureteroscopy procedure for kidney stones, it was noticed the fiber started smoking and became detached at smoking point. Due to this, the procedure was completed using another device. There were no patient complications.

Manufacturer narrative:
The device was not returned for analysis; therefore, no visual or functional testing was able to be completed. With all the available information, boston scientific concludes that the reported complaint was not confirmed. Based on the information available, a conclusion code cause not established was assigned to this investigation.

Event description:
It was reported that during a ureteroscopy procedure for kidney stones, it was noticed the fiber started smoking and became detached at smoking point. Due to this, the procedure was completed using another device. There were no patient complications.